Event description:
It was reported that the handpiece gives an overheating error message even when it hasn't been used. When this happens the device is locked up and inoperable. This was discovered when the device was being set up. There was no patient involvement or any user injury reported.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.